Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bbs solution test per dop114-830 and sensor failed per specification. No isig readings detected. Checked lab transmitter for proper use and operation using tool t7706 and transmitter passed per specification. Unable to confirm needle complaint due to customer did not return insertion needle only sensor. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was 120 mg/dl. The customer was advised to wait until blood glucose is stable to calibrate. The customer was advised to remove the sensor because it was not responding at all. The customer stated that cannula is bent into an l shape. The customer removed sensor and inserted another one. The customer was offered to replace sensors. The customer was advised we will send a box of sensor.